Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent an unspecified breast augmentation surgery with an unknown mentor silicone breast implant experienced unknown sided silent rupture post procedure. As a result, patient underwent bilateral replacements as follow: l/ cat#: 3504254bc, sn#: (B)(4) , r/ cat#: 3504254bc, sn#: (B)(4) on (B)(6) 2006.

Manufacturer narrative:
Additional information received on february 3, 2022 indicated that the patient age at the time of event was 59, years old. The issue was diagnosed with MRI examination. The suspect device, with sn#: (B)(6), cat#: 3504254bc. Patients left side had issue. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).